Event description:
Customer reported the system will not display images.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.